Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There is a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electronic component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that they tested the unit, it shorted out. There was smoke coming from the device when plugged into the wall outlet. It also got hot to the touch. There was no patient in the room yet because this was during set up.